Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated three to four times per day from the architect i2000 analyzer. The reaction vessels (rv's) in use at the time of the error message was lot 69060p100. The customer performed checks of the pre-trigger and trigger manifold and found no leaks. The customer was asked to use a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Caller states customer had a seizure associated with low blood glucose symptoms with result of 60 mg/dl obtained on the aviva system. Customer was treated with an injection of glucagon and paramedics were called. Customer tested 105 mg/dl on professional device and was taken to the hospital for observation; he was released 4 hours later. Requested return of suspect device and replacement was sent.